Event description:
Theatre assistant, reports via our area executive orthopaedics, that after washing process dirt still comes out of the trial heads, which she guesses to sit behind the ring ((B)(4)). Additionally she reports that the trial heads run in silver of the time and then the size is no longer readable.

Manufacturer narrative:
The devices were returned to stryker and decontaminated showing no signs of dirt or debris. The reported event can be attributed to misuse as it is likely that the user is not cleaning the trial heads as recommended in the package insert. The devices were returned it is advised that the recommended cleaning and sterilization procedures are followed as documented in the packaging insert, (B)(4). Device history review showed no reported discrepancies. This is the same patient/event as MFR # 2249697-2011-00167, 00168, 00169, 00170, 00171, 00172, 00173, 00174 and 2012-00074.